Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead suspected to be due to dislodgment. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.